Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a left ventricular automatic threshold (lvat) alert that the threshold was greater than the programmed amplitude or suspended. Technical services (ts) reviewed the data and determined that the alert was due to lvat testing being suspended due to what appeared as fusion events. Review of the lvat trend showed a gradual increase over the past 12 months from approximately 1.3 v to 1.7 v. Ts could not confirm capture on the review of the presenting electrogram (egm). Further in-clinic evaluation was recommended. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.